Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was checked in a pacemaker clinic with good measurements and no issues noted. Once the patient left the clinic they became dizzy and experienced syncope. The patient was brought back in and an electrocardiogram noted intermittent loss of capture on the right ventricular (rv) channel. Another interrogation revealed increased rv lead threshold measurements of 2.3 volts. The thresholds were taken again and had decreased to 1.9 volts. The patient was brought in for an echocardiogram where their ejection fraction was found to be at 30 percent, thus the physician upgraded the patient to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure the rv lead was viewed under fluoroscopy and no cause of the intermittent loss of capture was able to be identified and there was no signs of any lead damage. The lead was surgically abandoned and a new defibrillation lead was implanted. The pacemaker was also explanted during the upgrade procedure. No additional adverse patient effects were reported.